Event description:
It was reported that low out-of-range pacing impedance was noted on a patient's pacemaker and right ventricular (rv) lead via remote merlin.net transmission. No intervention was performed. The patient was stable.